Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker system exhibited right ventricular (rv) oversensing of myopotentials. The oversensing resulted in pacing inhibition for this pacer dependent patient. There were pauses greater than 2 seconds and up to approximately 5 seconds observed. Programming modifications were performed, such that the device was programmed to asynchronous mode. Pacing inhibition continued and was recorded during holter registration. It was also reported that the r-wave amplitudes had decreased from 7.9 millivolts to 0.9 millivolts. Subsequently, the patient underwent a revision procedure and lead testing was performed through the pacing system analyzer (psa), which revealed changes in the impedance measurements during arm manipulations. The lead appeared normal under fluoroscopy and pacing thresholds were normal. The pacemaker was explanted and the lead was surgically capped and abandoned. The patient was hospitalized as a result of the situation above for one week. No further complications were reported.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.